Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been hospitalized with partial paralysis. His blood glucose was near 850mg/dl at the time of hospitalization. His mother was inquiring about what they ought to do with her son's insulin pump while he was in hospital. No equipment was returned. No additional information was reported.